Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately high compared to laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6), 2014 at 10:45am. The patient reported obtaining a blood glucose reading of ¿67 mg/dl¿ with the subject meter and ¿43 mg/dl¿ with the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) and denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿sweating, shaking, lightheadedness¿ at an unspecified time on (B)(6), 2014, after the alleged inaccuracy issue began. The patient denied receiving any medical treatment due to the alleged meter issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.